Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a floating particle. The device was filled with an unspecified amount of vancomycin. This occured during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured on october 29, 2013 ¿ october 30, 2013. The device was returned for evaluation. Visual inspection noted a white floating particle in the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.